Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was not returned for analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified popliteal artery. A non-bsc guide wire was advanced but failed to cross the lesion. Subsequently, another non-bsc guide wire was advanced and a 2.0mm x 220mm x 150cm coyote¿ balloon catheter was advanced for pre-dilatation. However, on initial inflation, the balloon ruptured. The device was completely removed from the patient and pre-dilatation was performed with a different balloon catheter. Good vascular patency was confirmed and the procedure was completed. No patient complications were reported and the patient's status was stable.